Event description:
I flow received a report stating, fast flow reported by pt at home. No adverse clinical effects were reported. Pt noticed that pump was empty at 10 am instead of 2pm. Infusion finished 4 hours early. Fill volume 44ml. Medication, 5fu. Flow rate, 2ml/hour. I-flow has no independent knowledge of the event reported but is relaying the information that was provided by the user facility were the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Sample evaluation: received one empty and used pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 44ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification. The directions for use contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate."